Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Subsequently, pump shut off and reportedly, a low power alert was not received. Upon receipt of the pump for examination, distributor reported that after turning pump on, a malfunction alarm was received and pump data in history was missing. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.